Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded in (B)(6) 2022, to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.

Event description:
Customer received a false positive result using cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 with cartridge lot 21523i, cartridge sn (B)(4), and cue reader sn (B)(4). On the same day, the customer received two negative test results using cue covid-19 test for home and over the counter (otc) use. A negative sars-cov-2 saliva-based pcr test was taken within 16-18 hours; exact test date and brand are unknown. Customer continued to test negative for 7 days with cue covid-19 test for home and over the counter (otc) use and took two additional sars-cov-2 pcr tests, exact dates unknown and pcr test brand unknown.